Manufacturer narrative:
(B)(4). Interrupted/incomplete firing. The analysis results found that the (B)(4) device was received in good visual condition and with a (B)(4) reload in the device. In addition, two pictures were received for analysis that show some partially and unformed staples. The returned reload was partially fired which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. No completing the firing cycle will end up with the most distal staples partially or unformed as seen in the pictures. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure the device fired malformed staples. Another device was used to complete the case with no patient consequence.